Event description:
Customer reports that rewind was required after shutting off. Customer's blood glucose was 402 mg/dl and was treated with insulin pump. During troubleshooting, alarm history showed that insulin pump experienced a "signal too low" alarm and an unexpected restart alarm. After troubleshooting, customer was advised to monitor insulin pump and to call back should issue persist. Customer's blood glucose becan to lower. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.